Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the transmitter doesn't blink when connected to the sensor. Customer is not calling back after charging the transmitter for 8 hours. Customer realized that there is no cannula on the sensor. Customer was advised that the sensor will be replaced.